Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported the facility is now using a 60ml syringe for certain medications and clinicians reported the tubing broke.